Manufacturer narrative:
(B)(4). D10: g7 osseoti 3 hole shell 50mm d; item: 110010243; lot: 67296802. G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the freedom liner did not position correctly. A second metal liner was successfully used to complete the procedure. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified item and lot etch confirmed; plug component not returned; nicks and scratches on the outside and inside surfaces of the liner; scratches present around the metal ring; no other damage noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.